Event description:
It was reported that during a angioplasty treatment procedure, a balloon pinhole occurred. Vascular access was obtained via an ipsilateral femoral artery approach. The instent restenosed target lesion was located in the mildly tortuous internal iliac artery. A 6.0 x60, 75cm charger balloon catheter was advanced to the target lesion thru a previously implanted unknown stent. The charger balloon catheter was inflated but would not inflate beyond 2 atms. It was noted that it appeared to be a pin hole in the charger balloon. The charger balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).